Event description:
It was reported that within one week of implant, the patient was admitted for atypical chest pain and shortness of breath, worsening with deep inspiration. Echocardiographic study revealed a small pericardial effusion, with pericarditis also noted. All other labs and chest x-ray were within normal limits. The patient was given medication and discharged in stable condition two days later. The patient returned two days after that with worsening shortness of breath, pleuritic chest discomfort, and lightheadedness. Echocardiogram confirmed pericardial effusion. Additional medication was provided, and pericardiocentesis was performed twice. The investigator classified the event as related to the implant procedure, with unknown relatedness to the leads. The leads remain in use. No further patient complications have been reported as a result of this event. The leads were noted to be part of the evera MRI study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddmb1d4 ICD, implanted: (B)(6) 2014. (B)(4).